Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing date for this device is unavailable. The device was returned, the reported condition was not duplicated or confirmed. An assignable root cause is undetermined. The device was repaired through anspach.

Event description:
Customer reported a defect with the sleep/lock lever, vibration, and the shaft rotates when sleeve is in the release position. This is report 1 of 1 for complaint #(B)(4).